Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer performed several infusion set changes, but the no delivery alarms persisted. The customer's blood glucose was 18.0 mmol/l. The insulin was not cloudy. The customer was advised to disconnect at the quick release and run a 5.0 unit fixed prime; the customer confirmed that insulin exited the tubing. The customer was advised to remove the infusion set from the site and connect it to the tubing. She ran a second 5.0 unit fixed prime. Insulin came out of the tubing at 0.6 units. The insulin pump alarmed no delivery thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and agreed to return the device for analysis. She stated that she had manual injections but did not know how much to treat. She was advised to contact a doctor regarding dosage amounts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.